Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-04240 pertains to the other device. It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced vaginal pressure and pain, vaginal bleeding and dyspareunia. On or about (B)(6) 2011 the patient underwent surgery to address her injuries.. All other information, including the patient's current condition, is unknown and reportedly unavailable.